Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in resetting the pump, and no further malfunctions occurred afterward. The customer was advised to continue using the pump and contact support if the issue reemerges.